Event description:
According to the reporter, during a robotic laparoscopic hemicolectomy, when sealing off the side-to-side anastomosis (common enterotomy closure), there was a positive air leak when leak test was performed. The surgeon needed to over sew the staple line, but leakage still occurred so a second reload was opened, but the cartridge retaining pin did not align, and when squeezing the handle, it was not align either the device and could not be fired. A third stapler was used to resect and restapled and resolve the issue. The surgical time was extended by 15 minutes.

Manufacturer narrative:
D10 concomitant products: unknown ta - (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.